Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information and assisted the caller with resetting the pump, ensuring the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further issues occurred.